Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient was admitted with volume overloaded. The patient misunderstood the medication instructions and ended up coming off a prescribed diuretic. The patient was admitted and given a double dose of diuretics without much improvement; the diuretics were held due to a rise of serum creatinine. Additionally, a valve replacement workup was done for severe aortic insufficiency (ai). Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, aortic insufficiency is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with volume overloaded. The patient misunderstood the medication instructions and ended up coming off a prescribed diuretic. The patient was admitted and given a double dose of diuretics without much improvement. The diuretics were held due to a rise of serum creatinine. A valve replacement workup was done for severe aortic insufficiency (ai). Of note, the patient developed ai after being implanted. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient was admitted with volume overloaded. The patient misunderstood the medication instructions and ended up coming off a prescribed diuretic. The patient was admitted and given a double dose of diuretics without much improvement; the diuretics were held due to a rise of serum creatinine. Additionally, a valve replacement workup was done for severe aortic insufficiency (ai). It was further reported that the patient was readmitted seven days later for shortness of breath, trouble getting up and fatigue. The patient was taken to the emergency department (ed) and was found to have an acute kidney injury (aki), elevated international normalized ratio (inr), and hyperkalemia. The patient was given vitamin k for elevated inr and intravenous (IV) bumex. Coumadin was held to prep for the right heart catheterization (rhc) and trans-catheter aortic valve replacement (tavr) planned for next week. Serum creatinine (scr) was improving, and spironolactone was held and bumex was increased. Two days later, the patient was placed on a heparin drip and given metolazone. The tavr for the severe aortic insufficiency (ai) was performed and the vad speed was decreased. It was further reported that the patient received an anti-arrhythmic medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, aortic insufficiency and renal dysfunction are known potential complications associated with the implantation of a vad. Based on the reported history of the patient, it was noted that the patient had a history of aortic insufficiency. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an antiarrhythmic medication.

Event description:
It was further reported that the patient was readmitted seven days later for shortness of breath, trouble getting up and fatigue. The patient was taken to the emergency department (ed) and was found to have an acute kidney injury (aki), elevated international normalized ratio (inr), and hyperkalemia. The patient was given vitamin k for elevated inr and intravenous (IV) bumex. Coumadin was held to prep for the right heart catheterization (rhc) and transcatheter aortic valve replacement (tavr) planned for next week. Serum creatinine (scr) was improving, and spironolactone was held and bumex was increased. Two days later, the patient was placed on a heparin drip and given metolazone. The tavr for the severe aortic insufficiency (ai) was performed and the vad speed was decreased.

Manufacturer narrative:
### A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms and clinical actions taken. Correction b7: relevant history was corrected to include additional medical history. Correction h6: patient ime code and imf code were updated. Revised product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient was admitted with volume overloaded. The patient misunderstood the medication instructions and ended up coming off a prescribed diuretic. The patient was admitted and given a double dose of diuretics without much improvement; the diuretics were held due to a rise of serum creatinine. Additionally, a valve replacement workup was done for severe aortic insufficiency (ai). It was further reported that the patient was readmitted seven days later for shortness of breath, trouble getting up and fatigue. The patient was taken to the emergency department (ed) and was found to have an acute kidney injury (aki), elevated international normalized ratio (inr), and hyperkalemia. The patient was given vitamin k for elevated inr and intravenous (IV) bumex. Coumadin was held to prep for the right heart catheterization (rhc) and transcatheter aortic valve replacement (tavr) planned for next week. Serum creatinine (scr) was improving, and spironolactone was held and bumex was increased. Two days later, the p atient was placed on a heparin drip and given metolazone. The tavr for the severe aortic insufficiency (ai) was performed and the vad speed was decreased. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, aortic insufficiency is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.